Manufacturer narrative:
During follow up, it was identified that the tip of the device was bent prior to validation; therefore, the dimension of the bent tip was defined to the system. There was no inaccuracy associated with this event; therefore, the MDR was filed in error.

Event description:
It was reported that the tip of the device was found to be bent during a surgical procedure. No impact to the patient or surgical delays were reported with this event.

Event description:
It was reported that the tip of the device was found to be bent during a surgical procedure. No impact to the patient or surgical delays were reported with this event.